Manufacturer narrative:
Device evaluation device returned with a 3 way stop cock valve attached to the balloon inflation port of the luer. No damage noted to the device, balloon or balloon cage during visual inspection the device was flushed with no issues. An 0.018¿ guidewire from the lab was front loaded via the distal tip and exited out the gw port of the luer without any issues. A vacuum was pulled using a 10ml syringe filled with water and bubbles appeared indicating a leak/burst an attempt to inflate the balloon was made and a pinhole leak was noted immediately in the middle of the balloon with bubbles exiting the pinhole. Under a microscope the pinhole leak was noted approx. 8.8cm distal from the proximal balloon bond. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use chocolate pta balloon during procedure. The device was prepped per IFU with no issues noted. It was reported that during balloon inflation, balloon burst/leak/rupture occurred at the balloon with unknown rupture type. All fragments of the balloon were retrieved. It is unknown how the balloon and balloon fragments were removed from the patient. No vessel damage occurred. Physician used a non-medtronic balloon to complete procedure. No patient injury.